Event description:
Sharper image infra-red heating pad was used often to relieve bone pain and stiffness. One evening it started smoldering and almost caught fire. This product had been used for about 6 weeks when this incident occurred. This product is a safety hazard and need to be recalled.